Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the jaw broke off in pre-peritoneal cavity while being used for dissection. The broken piece was retrieved and removed from the patient and another instrument was opened. There was no additional blood loss or increase of incisions. Operating time was not extended.